Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed silicone damage on the top and bottom covers, and slices near the electrode ground ring prior to receipt. These are believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut wires near the electrode ground ring. These are believed to have occurred during revision surgery. System lock was verified. The device passed the electrical and mechanical tests performed. The scanning electron microscopy (sem) analysis of the electrode pocket revealed corrosion of the electrode wires. The failure of this device is attributed to an electrode short in the electrode pocket. A corrective action was implemented. This version of the ultra is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing decreased performance. Revision surgery is scheduled.